Event description:
While spiking a 500 ml ns bag with an alaris primary line, a thin, [invalid]like foreign object (~0.5 cm) was observed floating in the primary line from the ns bag. Product quarantined. Ns bag manufacturer: b. Braun, ref l8001, lot j5h678, exp 2027-11. Bd alaris primary pump infusion set pvc ref 2420-0007, lot 25095682, manufacture 09-22-2025 expiration date 09-21-2028.